Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaws would not open when docked. A broken cable was identified. The procedure was completed with no reported injury. The initial reporter was contacted and they did not have any further details regarding the issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting jaws would not open, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of cracked clamping pulley be related to the customer reported complaint. The instrument was found to have a cracked clamping pulley at the proximal end. As a result, the grip cable became loose on the distal end. Additional observation related to customer reported complaint: the force bipolar instrument was found to have a loose grip cable at the distal end.